Event description:
On (B)(6) 2012, the lay user/patient in the (B)(6) contacted lifescan (lfs) alleging that her onetouch ultrasmart meter was reading inaccurately high compared to her feeling/normal result(s). The complaint was classified based on additional information obtained from the patient during a follow-up call by a customer service representative (csr). The patient tests only once a day before going to bed (sometime between 12am-1am) and she manages her diabetes with 500mg of metformin (four times a day) and lantus insulin once or twice a week (type and dosage not clear); the patient clarified she decides herself how much insulin to have and when she should administer the insulin. The patient's normal blood glucose range is between "4-6mmol/l" (72-108mg/dl). On (B)(6) 2012 at 12:18am, the patient reportedly obtained a blood glucose reading of "14.3 or 14.5mmol/l" (257 or 261mg/dl) with the subject meter. Four hours prior to the start of the alleged issue, the patient confirmed she had eaten cake. In response to the alleged issue, the patient decided soon after to administer 14 units of lantus and subsequently an hour later, (while she was asleep) she reportedly became shaky, hot, and was unresponsive to her husband's attempts to wake her up. When she finally did wake up, the patient indicated her husband administered dextrose tablets (amount unknown), coke, and chocolate biscuits as treatment. Two hours after the onset of her symptoms, the patient indicated she obtained a reading of "5.7mmol/l" (103mg/dl) with the subject meter and later went back to bed. The patient denied testing her blood glucose with another device. At the time of troubleshooting, the csr verified that the subject meter was set to the correct unit of measurement (mmol/l). The csr also noted the patient performed a quality control test that passed. Replacement products were sent to the patient. This complaint is being reported because, the patient claims she obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.